Event description:
It was reported that the customer's insulin pump had multiple error alarms during bolus. Troubleshooting was performed. The caller stated that the battery was removed from the insulin pump. Instructed the father to insert the battery and the device was counting up and still was alarming. The customer's recent glucose reading was 200mg/dl, and she has treated with the insulin pump. Advised the caller that the device will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display. Problem isolated to the motherboard. Further testing could not be performed due to the frozen display.